Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during the follow up, the diagnostic data on the pulse generator was invalid. The data was cleared and the device remained implanted.